Manufacturer narrative:
G4:11dec2020. B4:14dec2020. The field service engineer (fse) determined the power management board required replacement. The fse replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported the unit would not turn on. There was no user involvement.